Event description:
Report received from the USA stating that the device was "stuck inside the drill." The issue happened in the operating room. The reported would have the device sent in for eval. Also, the serial number provided is incorrect therefore ownership cannot be verified. There was no pt involved. It is unk whether or not the device was used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. The serial number is not available. If additional info is received, a supplemental report will be sent.